Event description:
It was reported that the error code of l3-002 is populating the lcd screen prior to a breast biopsy. The case was completed. There have been no pt consequences reported.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed, the customer complaint and found a loose dc motor adapter on the green cable port was causing the unit to have l3-002 error codes. To correct the customer complaint the analysis site replaced the dc motor adapter. Per the service manual, service test were performed with no functional faults found. As part of the standard service process replaced the muffler, applied loctite to the hand/foot switch connector, and applied dow corning lubricant to the dc motors. Per the service manual the analysis site performed the dc motor adapter upgrade. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.